Event description:
The reporter reported that the pt alleged the insulin cartridges leaked and she then obtained an hgb a1c result of 11%. The pt did not report experiencing any symptoms of high or low blood glucose levels and did not provide any blood glucose results. There was no adverse event associated with this issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation, and lot number was not provided. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.